Event description:
The lay user / patient contacted lfs alleging inaccurate readings compared to another meter. The patient mentioned that they compared their one touch ping meter to the physician's meter and that there was a 100 points difference between the two readings. Results on both devices were not provided. Readings were done less than 30 minutes from one another. The patient mentioned 30 minutes before testing they were not feeling well. The patient denied receiving any medical treatment due to the alleged issue. The technique of applying blood on the test strip was correct. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient's symptoms are not suggestive of a serious injury and had developed symptoms 30 minutes before testing. The complaint is being reported since the patient claims that there was a 100 points difference between their ping meter and the physician's meter.

Manufacturer narrative:
Meter was replaced and requested back.